Event description:
Initial report stated "shaft snapped. As the physician tried to place the catheter into the touhy (hemostasis valve) the shaft snapped. This device was not used. The case was completed with another of the same successfully." The report also stated "no pt contact."

Manufacturer narrative:
The initial report suggested that the device never entered the pt, the product was not used in the procedure. The initial report specified that no pt complications occurred. Based on this an initial MDR decision was made on sept 15, 2006 to not file an MDR. The device was rec'd for complaint evaluation on oct 31. Analysis of the product beginning on nov 2, 2006 detected several kinks along the length of the catheter and one badly damaged/twisted/torn segment of tubing approximately 60 cm from the proximal strain relief of the device. The distal end of the tubing has small droplets of liquid in the tubing interior (presumed to be saline) and several droplets of a darker color (possibly blood), which led to a question if the device had been inserted into the guide catheter (in the pt). Follow-up discussion with the sales representative confirmed the device had been inserted into the pt when it failed.